Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted for a correction in the b1 adverse event/product problem that was inadvertently left blank in the previous submission. Follow up report 1 (additional information): this report is being submitted to update section b5. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient with this pacemaker that they had experienced syncopal episodes. The patient suspected that the device needed to be reprogrammed. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the patient will be monitored by the physician. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported by the patient with this pacemaker that they had experienced syncopal episodes. The patient suspected that the device needed to be reprogrammed. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient with this pacemaker that they had experienced syncopal episodes. The patient suspected that the device needed to be reprogrammed. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the patient will be monitored by the physician. No additional adverse patient effects were reported. This pacemaker remains in service.